Event description:
Caller states that during correlation the patient tested >8.0 inr on the coguchek s system and 5.4 inr/4.6 inr on comparison labs. No action was taken based on device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.